Event description:
Our affiliate is reporting that during an arthroscopic procedure, the surgeon noted metal shavings emanating from the device and falling into the pt's joint space. This is all of the info that we have so far... There are questions out to our affiliate towards clarity.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.